Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported errors. However, the fse confirmed the errors upon reviewing the error logs. The fse replaced the usm #3 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm and was evaluated by failure analysis (fa). The unit was tested on an in house system. The usm failed normal mode as it triggered a 23094 error. Errors in the logs pointed to pitch. When the pitch cva printed circuit assembly (pca) was swapped with a golden one, the error 23094 went away. When the original pitch part was re-installed, 23094 error came back. The will be replaced as a fix to the reported problem. This complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the da vinci-assisted surgical procedure due to a repeated error pointing to the usm #3.

Event description:
It was reported that during a da vinci-assisted pneumonectomy procedure, the customer encountered a repeated error 23094 during docking. The customer pressed ¿recover fault¿ button and power cycled the system, but the issue was not resolved. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse advised the customer to perform a hard power cycle on the patient side cart (psc). The system started up without error; however, a repeated error 23069 occurred when the customer moved the universal surgical manipulator (usm) #3. The tse confirmed repeated recoverable error 23094 pointing to usm #3 axis 2. The tse advised the customer to disable usm #3 to continue with the procedure. However, the surgeon elected to convert to open surgery. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury due to the conversion and no post-operative complication. The procedure was converted to open chest surgery. The procedure was delayed less than 30 minutes.